Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5554-45 lead, implanted: (B)(6) 2006. (B)(4)

Event description:
It was reported that the patient presented to the hospital after the right ventricular (rv) lead triggered a lead integrity alert (lia). A device interrogation indicated oversensing of short interval counts (sic) and noise with non-sustained ventricular tachycardia (ns-vt) episodes, and an increase in rv pacing impedance measurements. It was noted a partial fracture of the rv lead was suspected. The rv lead detection was turned off and the rv and superior vena cava (svc) portions of the lead were later capped and replaced. No patient complications have been reported as a result of this event.